Manufacturer narrative:
Additional information received revealed, that patient reported on (B)(6) 2019 having blurry vision. There was no incision enlargement and sutures, but vitrectomy was performed ,during the explant. The patient is doing fine. And also the lens was returned for evaluation. Visual acuity pre- operative: 20/40-1, ((B)(6) 2019); visual acuity post- operative: 20/30-2 j3, ((B)(6) 2019). As a result the following fields have been updated: section b3: date of event: (B)(6) 2019; section d9: device available for evaluation? Yes; section d9: returned to manufacturer on: (B)(6) 2021; section h3: device evaluated by manufacturer? Yes; section h6: health effect: impact code: 4625. Device evaluation: the complaint lens was received stuck to a piece of foam. Additional documentation was received as well. Visual inspection under magnification revealed, viscoelastic residue on the optic body and haptics. And that the lens was returned cut in half. Which is consistent with a lens that was handled, during explant. Furthermore, fibers were observed on the lens. However, this can be attributed to receiving the lens stuck to foam. And therefore, cannot be confirmed to be related to manufacturing. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed. And no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed, that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient weight: unknown, information not provided. Race/ethnicity: unknown, information not provided. Note: the device was manufactured at the (B)(4) site which has been closed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 intraocular lens(iol) was explanted from patients right eye in a secondary surgical procedure due to blurriness. There was no patient injury and no medical/surgical interventions such as vitrectomy, incision enlargement or sutures were required. The replacement lens used is a non-johnson & johnson vision lens. The patient was alright at the time of discharge. No further information provided.